Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the field service engineer rotated the main deflector and adjusted the main deflector alignment. The system was successfully verified according to company specification. The rotation of the main deflector does not represent a device malfunction as the setting was within specification prior to and after the service visit. Also the logfile review could not determine any technical problem. The root cause cannot be determined conclusively. A possible contributing factor might be the previous position of the main deflector which but cannot be confirmed conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient's symptoms have resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a patient with tags near the hinge during a laser treatment. The tags are consistently in the same location. The surgeon noted being happy with the patients corneal beds but is concerned with ingrowth. It was noted that the energy setting was increased to match the bed and canal energy. Additional information requested.